Event description:
It was reported that an internal review of data transmitted from the device showed that short circuit protection occurred resulting in less than programmed high voltage energy delivery. It was also noted that the right ventricular (rv) lead exhibited undefined impedance. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 6984m adaptor, implanted (B)(6) 2008; 6984m adaptor, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.